Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 26 mg/dl; cause was unknown. The customer was admitted into the emergency room (ER) when bg level was approximately 120 mg/dl. The customer was treated with a shot of glucagon and intravenous (IV) insulin via dextrose solution and left the ER approximately 2 hours later with a bg level of 120 mg/dl and in stable condition. Reportedly, the customer resumed pump therapy.